Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. The procedure room setup was observed by the representative. It was reported that the camera of the endoscope was extremely close to the patient's head resulting in a high value of metal interference. The endoscope used was noted to be shorter than normal and when a longer endoscope was used, the metal interference value would be low. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system would intermittently losing tracking functionality due to metal interference. It was noted that the tracking would be in red status on the navigation system. There was no patient present when this issue was identified. No additional information was provided.